Event description:
Report received from USA stating that the hose of the device was damaged. The device was being used during laminectomy fusion surgery. There was no injury or medical intervention. There was no additional info provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional info become available, a supplemental report will be sent. (B)(4).